Event description:
Customer alleged blood glucose results of 186 mg/dl, 62 mg/dl and 130 mg/dl when testing was performed back-to-back on the advantage system. The customer stated he had no symptoms and did not treat or act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.